Event description:
It was reported there was apparent fracture, resistance 2000-3000 ohms with arm movement. These observations occurred during changeout for field action pulse generator. The lead was explanted. No patient complications have been reported as a result of this event.